Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2017-00389. It was reported the patient lost effective stimulation following a fall at the ipg site. An sjm representative met with the patient for troubleshooting. During the troubleshooting session, the patient also reported the ipg site felt hot (as described by the patient) during reprogramming, however it was an isolated incident. Reprogramming did not provide stimulation to the patient's established pain pattern. X-rays showed patient's leads were disconnected. The patient underwent surgery were the ipg and lead were explanted and replaced. The patient's stimulation was restored and the issue was resolved.